Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Upon visual inspection, no set screw marks were noted on the terminal pin or terminal ring. There were also no damages on the lead body at the terminal section. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to high pacing impedance measurements probably due to lead damage. This rv lead was returned for analysis and replaced with a new lead. No adverse patient effects were reported. Additional information received indicating that the lead was probably damaged between the pin and the label when it was held aside with an iron tool when the atrial lead was placed. The first measurements were normal but when measured using a competitor's analyzer, the lead had an impedance of > 4000 ohms.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.